Event description:
It was reported that during preparation, the xience pro s stent delivery system was attached to an unspecified indeflator on neutral. The sheath/stylet was difficult to remove and the stent dislodged on the second attempt to pull off the stylet. The device was not used and there was no patient involvement. A new abbott device was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficult to remove could not be tested as it was based on operational context. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that resistance was encountered during removal of the sheath/stylet. Factors that may contribute to difficulty removing the sheath/style include, but are not limited to, damage to the sheath/stylet, damage to the stent, damage to the balloon, or user technique. In this case, no damage or anomalies were noted on the stent delivery system (sds), indicating a product quality issue with the sds did not contribute to the reported event. The stent was not returned, it is unknow if the stent contributed to the reported issue; however, crimp marks were noted on the balloon and between the markers, indicating the stent was originally crimped in the correct location. It is unknown what cause or contributed to the reported difficult to remove. It was also reported that the stent dislodged during sheath/stylet removal. It is likely that the resistance encountered during removal of the sheath/style contributed to the dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. Correction: h6 - medical device problem code: code 3270 was removed and code 2923 was added.

Event description:
N/a.